Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 840 ventilator generated an oxygen (o2) sensor out of range diagnostic message. There was no patient involvement at the time of the event. The tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended the customer replace the cell and calibrate it.